Event description:
The customer reported that the insulin pump alarmed motor error when he pressed the button for the fixed prime. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and was found loose/flush. The unit was received with cracked case at lcd window corners, reservoir tube and battery tube threads, and scratched screen.